Event description:
Info received indicates all four brake casters on the stretcher would not lock securely into the brake position.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the bed.